Event description:
Pfs and medical records received. Pfs alleges infection and pain. Patient was revised on (B)(6) 2008 for suspected infection/chronic drainage. Infection was never confirmed. All implants were removed and prostalac was placed. The patient was reimplanted on (B)(6) 2009. This revision confirmed there were still no positive cultures for infection. Not all pages of this operation were included. The (B)(6) 2009 operation indicates a trochanter fracture, at this time it is unknown when this fracture occured. Only the femoral head and liner are being reported for the alleged pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what previously alleged, ppf alleges bone fracture.